Manufacturer narrative:
Product analysis: "functional evaluation with the returned inserter and associated rod confirmed inability to firmly attach rod. Per the event description "the surgeon adjusted the tension nob after he attached the rod to the inserter" this is expressly warned against in the surgical technique which states: "note: when the clasp is open, a t25 driver may be used to adjust the tension, if needed" visual and functional evaluation identified disassembly of the retaining ring, thus preventing proper tension of the rod. The above observations suggesting the tension adjustment of the inserter with the rod in place may have initiated the inserter disassembly, and the subsequent event."

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis and lumbar spondylolisthesis underwent posterior spinal fusion at l3-5. Intra-op, after insertion of pedicle screws at left side of l3-5, the surgeon attempted to attach rod to rod inserter but the rod inserter's gripping force was not enough so the tension knob was adjusted. After the adjustment, when the surgeon tried to perform rod insertion the rod came off from it, although he did not lift up the latch lever of the inserter. The came off rod was removed. Rod was again tried to be attached to the inserter at right side but same event happened again. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.